Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while loading the cartridge with insulin. The customer changed the syringe/needle and successfully loaded the cartridge. Blood glucose was 200 mg/dl.